Event description:
Allegedly, during a laparoscopic fundoplication (lap nissen) and insertion of a feeding tube, the carbide insert on the jaw fell into pt and was not retrieved; they confirmed by x-ray that it was present after the procedure. The doctor believes the risk outweighs the value of attempting retrieval plus the piece is the same size and material as clips which they normally leave in the pt. The doctor believes piece did not present any potential for injury if left in the pt.

Manufacturer narrative:
A carbide insert attaches to inner face of both jaws; it is a triangular shaped piece of tungsten metal with a rounded tip; it measures .5mm in thickness, 5mm in length and 2mm in width at its widest point. The carbide insert provides a better grip of needles. The procedure took place at: (B)(6).